Event description:
Reporter was having issues with his freestyle libre 2. Results were showing 40-70 points lower, he used the meter and results showed 70 when he did a finger stick it showed 144. He decided to call abbott and they ran a diagnostic test confirming there was a sensor error. Abbott sent reporter a replacement.